Event description:
It was reported that this right atrial (ra) lead recorded high out of range pacing impedance measurements. The health care professional (hcp) requested assistance with programming the device into magnetic resonance imaging (MRI) protection mode. Technical services (ts) confirmed that the system is not MRI-conditional, at the end, MRI mode was not programmed due to this ra lead issue. Ts recommended follow-up with the local representative. No adverse patient effects were reported. This ra lead remains in service.